Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior, yellow biological tissue and weight to the spec. A visual and microscopic analysis was performed which identified opening crease sharp on posterior, creases fold and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Additional information was received and explant status was updated to date known.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side rupture. The device remains implanted.